Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: hh9020tdd, lot#serial#: (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal fentanyl and another medication via an implantable pump for spinal pain indications. The patient reported for the past few months, later described as 5 months, they had been having issues with their handset locking them out in the middle of delivering a bolus. Patient stated they cleared cache and data at last healthcare provider (hcp) appointment 3 weeks ago, but this had not resolved and has happened 4 times since then. Patient stated they spoke to company representative (rep) over the phone a few weeks ago and again today. Patient described the handset locks them out in the middle of delivering a bolus, would first stop at like 45-50% and now stalls at 8% constantly, and no matter they did it freezes and registers that it was delivered the bolus. Agent had patient attempt to connect; patient reported handset displayed "pump was not found". Patient confirmed only bluetooth and location were on and cleared data. Prior to clearing, patient reported 147kb of data. Patient attempted to connect to their pump and stated the screen froze on 75% and then no pump response. Patient repositioned communicator and deliver bolus. Patient stated handset got stuck at 8% and then "locked." Patient reset communicator and connected to implant; patient stated lockout shows 1 hour. Patient then stated the handset would not turn on today while they were speaking with company rep over the phone and when it finally did turn on they cleared cache and data and company rep advised them to call for a replacement handset. Due to the nature of the call, agent sent request to repair for replacement handset. Patient stated they had fentanyl in the pump as well as " skazaa medication relaxer medication for muscle spasm."